Event description:
An increased intra-peritoneal volume (iipv) situation was identified in the log of a homechoice (hc) device. The iipv occurred on (B)(6) 2010 during drain cycle 2. The fill volume was 2500ml and the total drain volume was 4205ml which meets iipv criteria. Product surveillance followed-up with the peritoneal dialysis (pd) registered nurse (rn) on (B)(6) 2010. The pd rn was notified of the iipv found. The pd rn stated the patient had been having some discomfort and had an ongoing issue with fibrin. The home patient (hp) was switched to continuous ambulatory peritoneal dialysis (capd) so the nurses could figure out the issue. They found the hp was producing a large amount of fibrin and this was plugging the drain line. The pd rn stated the hp would soon go back on therapy with the machine, only with more heparin.

Event description:
Reporter alleged obtaining the results of 505 mg/dl and 440 mg/dl on aviva system 1 compared back to back with a result of 169 mg/dl on aviva system 2 when testing was performed within 10 minutes. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Manufacturer narrative:
This medwatch report is for the suspect device used in system 1. (B)(4).